Event description:
Patient's legal counsel reported that the patient underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reports that the patient was revised on (B)(6) 2012 due to patient allegations of elevated metal ion levels. Additional information provided in patient medical records indicate revision procedure on (B)(6) 2012 was due to elevated metal ion levels and cloudy/white joint fluid. Revision operative notes indicate no tissue damage and components were intact. The head and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00093 / 00094).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00093 / 00094).the user facility was notified of the event on (B)(4), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
Patient reported that total hip procedure was performed (B)(6) 2009 and that a revision procedure was scheduled for (B)(6), 2012 due to elevated metal ions. A review of invoice history confirmed the original surgery took place on (B)(6), 2009. Follow up with the sales representative revealed the revision procedure occurred on (B)(6), 2012 to remove and replace the modular head and taper adapter with polyethylene and ceramic components.